Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had display issues.

Event description:
N/a.

Manufacturer narrative:
It was being reported that the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "display failure". A getinge field service engineer (fse) had arrived on the site and found that the module was unseated from the cart resulting in no battery switching and no helium display. After that fse had reseated the cart , from which all the issues had been resolved. There was no involvement of the patient.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had display issues. There was no patient involvement, event circumstance asked but unknown. Pump would not display helium tank volume or switch to battery operation.